Manufacturer narrative:
The patient received treatment for the peritonitis with vancomycin delivered intraperitoneally (versus route not reported as previously reported). The nurse stated that the caregivers working in the nursing home facility where the patient was living may be retrained on performing pd therapy (unspecified future date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient experienced the peritonitis ¿(B)(6) 2018¿ (unspecified date). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with empirical antibiotic treatment (unspecified). The treatment was adjusted to vancomycin, 1500 mg, every 5 days (route was not reported, start date unspecified). At the time of this report, the peritonitis was resolving and the patient was recovering. Pd therapy was ongoing. No additional information is available.